Event description:
A talent aaa stent graft system implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, during routine follow up, it was noted that the aneurysm sac was increasing in size. The physician determined that this was due to the stent graft migrating distally into the aneurysmal sac, creating a loss of seal and a type ia endoleak. A secondary procedure was performed approximately 4 years post index procedure. The stent graft was explanted, and was replaced with a dacron graft. The limb graft was removed along with the bifurcate, but it was not associated with the migration and aneurysm enlargement. No additional clinical sequelae were reported and the patient status is unknown. Additional information received reports that the patient died. After the explant procedure and subsequent open aaa repair, the patient did not leave the hospital and died approximately 3 weeks after the explant procedure.

Manufacturer narrative:
(B)(4).